Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had inappropriate therapy due to noise on ventricular channel. The device was explanted and patient was reported to be in a stable condition.

Manufacturer narrative:
No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.